Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the ra lead exhibited fracture.

Event description:
It was reported that there was a polarity switch due to low impedance on the right atrial (ra) lead. There was also increased threshold, oversensing and insulation breach. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.